Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was tested intensively multiple times without a malfunction. Livanova (B)(4) requested the device back for further investigation. However, the customer declined the request and the device was put back into service. As the issue was not be reproduced or confirmed, a root cause could not be identified. Device not returned.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message intermittently during maintenance. There was no patient involvement.